Event description:
It was reported that the pt experienced a gradual loss of therapeutic effect. The pt noted that it had been about one yr since her device was checked and that previously she had it checked every 3 months. She met with her physician and with the company rep for event. She had surgery to fix the device problem. Add'l info was requested.

Manufacturer narrative:
(B)(4).